Event description:
Blood glucose measured 264 mg/dl at 7 pm and took normal dose of insulin at 9 pm of 24 units. It was stated at 3:30 am customer had an insulin reaction and when checking glucose, it measured 299 mg/dl back to back with a result of 37 mg/dl taken 5 minutes later. Reporter indicated drinking orange juice as a result and felt better however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.